Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized for an infection and high blood glucose levels. Customer's blood glucose was 900 mg/dl. Customer was taking insulin but the infection had her weak. Customer's son had to administer insulin because customer was unable to administer on her own. Customer was off the insulin pump around the 16th and customer was hospitalized before the 21st. Customer's symptoms were vomiting, no energy, lightheaded, and chest pains. Outcome of hospitalization customer toe was amputated, was on antibiotics for six weeks. Customer was put on the insulin pump and not on the insulin drip once she was in the hospital. No further information reported.